Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter global technical services (gts) regarding a system error (se) 2240 that occurred on the homechoice (hc) during use. The technical service representative (tsr) explained the se alarm indicates air entered the set up. The hp stated she had already cleared the alarm. The hp confirmed to complete therapy with manual supplies. The tsr reviewed proper procedures per the user's manual. There was no injury or medical intervention reported.